Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was noted at 7.5-7.7cm from the connector pin, consistent with lead friction to the device can. The outer coil was exposed at this location, consistent with the field observation of noise.

Event description:
It was reported that intermittent oversensing and noise were observed on egms. Insulation anomaly was also observed. The lead was explanted and replaced. The patients condition is good after the procedure.